Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead had dislodged. The physician attempted to properly position the lead multiple times and were unsuccessfully. The lead was not used. No patient symptoms were reported.